Event description:
Dr noticed on xray that the nail appeared to be broken thru the most distal of the proximal locking screw holes. The nail was removed and a basilar femoral neck was identified. It is unknown if the fracture was there or caused in the removal procedure.